Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h10. Two boxes of the same lot number were returned. Of those 2 boxes, only one cuff was opened. The other 19 cuffs were still sealed in the sterile packaging. Functional testing of the opened cuff found no damage. No leaks were detected by the ats unit or the bubble test. No visible damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that there was pressure loss during preparation, before the surgery. There was no harm or delay reported. No adverse events have been reported as a result of this malfunction.